Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 500 mg/dl at time of incident. The customer¿s blood glucose level was 370 mg/dl and 300- 400 mg/dl. The customer reported that they had no delivery alarm. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.